Event description:
It was reported that the patient experienced withdrawal after a refill and spent the night in the emergency room. It was noted that the health care professional forgot to turn on the pump after the refill. It was also reported that, after the withdrawal event, a pump alarm was heard. Telemetry had not yet been performed to confirm. It was reported that the patient's medication would run out on (B)(6) 2012. The patient was looking for a physician to fill the pump. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840 lot# serial# unknown product typ programmer, physician; product ID 8709 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ catheter; product ID 8578 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ accessory. (B)(4).